Event description:
Patient reported left side "implant has folded¿, ¿it looks lumpy¿, ¿my side is swollen in that area¿, and ¿it hurts." Healthcare professional later reported capsular contracture (baker grade IV) and rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, part of the shell is missing, underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on radius assessed as unidentified (tear) opening, and missing shell assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported left side "implant has folded¿, ¿it looks lumpy¿, ¿my side is swollen in that area¿, and ¿it hurts." Healthcare professional later reported capsular contracture baker grade IV and rupture. The device has been explanted.